Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device would not power on using ac power or charge the battery, which led to the customer's battery becoming depleted and being unable to power on the device. Stryker replaced the device's ac power supply to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed ac power supply and determined that the cause of the reported issue was due to a blown fuse.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.